Manufacturer narrative:
Visual analysis was performed on the returned device. The reported faulty pressure registration was unable to be confirmed due to the condition of the returned pressurewire. There was a fracture noted on the proximal tube which may have occurred during post-procedure handling. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported faulty pressure registration. There was no information reported when the fracture occurred. However, the fracture may have occurred during post-use handling. In this case, a definitive cause for the faulty pressure registration could not be determined. It may be possible that the device was equalized in an environment with unstable pressure which could be caused by procedural contaminant/contrast, vibration, excessive movement, etc. As a result, the pressure reading could be inaccurate resulting in the difficulty to equalize. It may also be possible that a fracture occurred during use resulting in an open circuit which could cause the difficulty to equalize. However, this could not be confirmed as there was no information when the fracture occured. Based on the findings, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, the pressurewire wireless device was defective. The device could not be equalized. Therefore, the device was removed from the patient, and the procedure was completed with another pressurewire x device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted a break in the outer ptfe coating at approximately 42.8 cm from the proximal end, exposing the corewire and cables inside.